Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the clover snare hub of the sheath started to separate from the body of the sheath. It was noted that the physician had used excessive pressure during manipulation and removal of the filter. There were no patient injuries and the procedure was completed successfully.